Event description:
Pauline states a bolt fell out of the rollator, she isn't sure which one. She doesn't know the model or have a lot code. She will contact the provider. Update: end user states screw on handle bar is the one that broke off.